Event description:
Compression motor malfunctioned and would not automatically release. Error message received, machine would not hold compression. Service called. Part to be installed that evening, tests completed in morning prior to patient imaging. Ten (10) patients needed to be rescheduled due to unavailability of tomosynthesis.